Event description:
The product was used during an unspecified procedure. Reportedly, the instrument jammed and did not fire. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.